Manufacturer narrative:
Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level ranging from 53 mg/dl to 389 mg/dl. The cause of the elevated bg was unknown. Prior to arriving at ER, in an attempt to treat elevated bg level, customer delivered too large of a bolus, in conjunction with a manual injection. At the ER, treatment was administered via intravenous fluids, nausea medication, and consumption of carbohydrates. Reportedly, customer left the ER approximately 4 hours later with customer in stable condition (bg 200mg/dl).